Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign: (B)(6). The angiosculpt catheter was returned for evaluation. Visual inspection found no unusual characteristics of the device. During functional testing, using an indeflator filled with green color dye water, the device was pressurized up to 10 atm and a leak on the balloon was present. Under microscopic inspection, a longitudinal tear on the proximal portion of the balloon was observed. The user failed to follow instructions. An undersized introducer sheath (5f) was used. The instructions for use indicates the device is compatible with a 6f introducer sheath as indicated on the product label. In addition, the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Event description:
The angiosculpt device was used to treat a slightly calcified peripheral lesion. During inflation, the balloon could not be inflated over 10 atm due to a leak on the hub. The procedure was completed with a new angiosculpt device. No patient injury reported. During the returned device evaluation, a balloon rupture was observed. This product problem is being submitted conservatively because the balloon ruptured below rbp.